Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving only positive results when testing with the cue covid-19 test for home and over the counter (otc) use on three individuals in the same household (exact frequency and date range not provided). This report is to document the one of the potentially eleven false positive results reported. See related cases for alternate false positive results. Customer reported receiving a potential false positive result on an unspecified date when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Customer states four negative results were obtained when testing with a pcr test and three ihealth antigen tests. Customer did not specify which individual was tested with the alternate methods. Customer states one of the individuals had covid-19 and symptoms; however, the other two individuals did not have symptoms. Cartridges were stored within the validated temperature range.